Event description:
The manufacturer received information alleging a ventilator's display froze. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 04, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator's display froze. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There were no parts replaced. Device was cleaned, tested and calibrated. The manufacturer concludes that they could not confirm the customer's complaint.